Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by administering a manual bolus, as was instructed by a health care provider.

Event description:
The customer's mother reported that her son was experiencing "high" bg levels (greater than 500 mg/dl) that would not lower despite multiple correction boluses. The cannula was reportedly kinked, though, no pod alarm had been initiated. The mother called her health care provider, who instructed her to administer a manual bolus and monitor the pt for the next three hours. The pod will be returned for evaluation.